Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that it was stuck on checking the recharger and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient had been having issues with charging her ins. They repositioned rtm around their back trying to find the ins. When they finally found it, the screen would say to call the manufacturer. They unplugged the rtm and plugged it back in. It was also 'zapping all 30% off the charger'- patient explained by 'zapping' they meant draining the battery. They were not getting any juice in them. They were frustrated and wanted to take the device and throw it against the wall. Patient got no device found. Patient pressed recharge and got to passive recharge mode (prm). Patient was getting all 3 numbers at zero. They moved the rtm and got higher numbers but then they went back to zero. The rtm cord got hot in the area where it went into the paddle. It got hot against their skin. It was not hot now, on the call, but it would get warm. Also, the relay box on rtm clicked/ticked when they first started charging and then it stopped. They had not noticed it before. Later on the call controller showed system error, rm03. This was the first time they got rm03. The above charging issues they started noticing in the past month or so. Patient then said 'they are going to be in pain for 24 hrs' but then confirmed they were making a joke, they were not hurting right now. They had been sick and sometimes did not get to sleep until 2 am and did not get up until late and asked for waiving the signature so that they did not miss fedex.